Event description:
It was reported that during cardiopulmonary bypass using the fusion oxygenator, a flow issue occurred, characterized by failure to flow with increased rpm. The patient was at normal temperature, and the issue developed approximately four minutes after the initiation of bypass. The issue worsened over time. The patient had previously been on heparin, and anti-coagulation was assessed using act (activated clotting time). The priming solution used included isolyte, anticoagulant, bicarbonate, and mannitol. The oxygenator was replaced with a new fusion oxygenator, and the case was completed as scheduled. No patient complications have been reported as a result of this event. Medtronic received additional information that there was no clotting witnessed anywhere in the circuit. They had an inability to flow through the oxygenator. The customer did not observed any clots anywhere in the circuit.

Manufacturer narrative:
Device evaluation: visual inspection shows evidence of clotting/fibrin. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: 224 mmhg blood side pressure drop conclusion: reason for the return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information h6.3 eval code result (fdr/annex c): this field was updated. Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.